Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to dislodgement along with partial perforation. During the lead revision, the helix did not retract. Subsequently, this lead was explanted and a new lead was implanted successfully. Additional information received that the lead was discarded by the hospital. No additional adverse patient effects were reported. The lead was out of service.